Event description:
The article, based on a retrospective file review, reports a patient being treated for spasticity with an implantable infusion pump (itb) experienced the inversion (flipping) of the implantable infusion pump (cervical catheter group). No additional information concerning event resolution and patient outcome was provided. Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.

Manufacturer narrative:
Journal reference: mccall, m.d. Et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.